Manufacturer narrative:
Device investigation narrative - one 72201594 13.50x2.4mm flexible passing pin returned. The complaint indicated that the ¿pin snapped in half¿ while drilling forward to the etch line.¿ the device has been stressed bowed at the center area of the overall length. Further visual inspection indicates that the pin has been used in a challenging manner. There is substantial surface scoring in proximity to the breakage. There is also cylindrical and vertical scoring over much of the length of the pin. These symptoms indicate that force and contact with another instrument or device occurred. Per IFU: as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Credit will be issued as a courtesy. (B)(4).

Event description:
It was reported the flexible passing pin 13.50 x 2.4mm snapped in half. The broken piece was retrieved from the patient. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.